Manufacturer narrative:
(B)(4). Date sent: 7/23/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what stapler was used during the event? Ech60l. What reload was used through out the sleeve? One green, one gold and five blue. Why does the surgeon believe this is a potential allergy to buttressing material? Based off the appearance of the slr on the stomach and the fact that oversewing with vicryl was not having intended effect. During one of the multiple bring back surgeries the surgeon used silk suture which seemed to have a more successful and desired outcome. Does the patient have any history of allergies to food, drugs or other substances? Patient described as "smoker" cannot determine if an active smoker or if they were previously. Patient has a latex and adhesive allergy. What are the patients comorbidities beside morbid obesity? Unknown. Time lime: june 18th original procedure performed (sleeve gastrectomy) described as ordinary. June 27th first bring back. Dehiscence occurring towards the fundas and greater curvature vircyl sutures used to oversew staple line. June 29th second bring back. Dehiscence continues to spread throughout the staple line in new locations and also oversewn spots silk suture used to oversew. July 2nd continued dehiscence along staple line silk sutures seemingly holding well since those were used. Staple line looking to be formed well in places. Surgeon not questioning staple formation. Further discussion around potential causes lead to allergic reaction and possibility of a vicryl allergy (unconfirmed). Surgeon decided to remove remnants of slr and remaining vicryl sutures. Was able to scrape/peel off slr from the staple line. I would describe the slr as being ¿loosely¿ on, there was no bleeding or issues when removing it. Oversewed remainder of staple line with silk. Patient remains in ICU. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reporting that a patient has experienced a significant dehiscence following a sleeve gastrectomy 3-4 days post-op. No further details were provided.